Event description:
A nurse reported that during cataract surgery, the system turned off by itself. They performed troubleshooting for 40 minutes, and then the surgeon converted to manual cataract extraction. The patient presented with corneal edema. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system, verified parameter, checked cabling and u/s (ultrasonic) pcb (printed circuit board). The company representative noted the customer's handpiece is damaged and the customer was advised. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).